Event description:
Patient had a bravo capsule placed today. During the deployment of the capsule, the deployment device handle broke apart. However, the capsule was successfully placed. Lot # 67030f ID# (B)(6). Faulty device was called into medtronic mst (B)(6). No evident harm was found to the patient. Device will be returned to manufacturer.